Manufacturer narrative:
Based on the information available, no conclusion can be made. Contact information has not been provided, as such we are unable, at this time to request additional information. As alleged the patient is experiencing pain approximately ten years post implant. Review of manufacturing records indicate the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2009. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by manufacturer?: not returned -remains implanted.

Event description:
The following was reported via tga report ((B)(6) FDA): as reported on (B)(6) 2010 the patient underwent the repair of a laparoscopic right inguinal hernia, using the bard 3dmax light mesh. The tga report states, "around (B)(6) this year I have started to experience pain in the area of the hernia mesh repair," resulting in "constant pain in my right groin area at hernia mesh repair."